Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with both devices as the sutures were not present when the plungers were removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed as a malposition (suture retrieval issue). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment are related to the circumstances of the procedure. In this case, based on the reported information and the returned device analysis it is likely a malposition of the device occurred and not a needle to cuff miss. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated.